Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue during use of a ce minicap transfer set for peritoneal dialysis therapy. It was further described as "the dark blue tip standing out from the light blue part of the miniset" and "impossible to disconnect the set from the bag". There were no cracks or leaks observed. The twist clamp was able to close. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation without a cap on the dark blue connector. The white twist clamp was in the closed position. A visual inspection with the naked eye noted a female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip was most likely dislodged during disconnection. There was evidence of solvent inside the barrel of the light blue main body. The reported condition of separation between the female connector and main body was verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. An in lab connector was attached to the female connected and disconnected, therefore the reported condition of connection to female connector was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.